Event description:
Pt was implanted with acdf, c5-c7 on an unknown date. It was discovered, the pt had a nonunion and the expansion head screws were not locked into the plate at c7. Pt was returned to the operating room on (B)(6) 2012, surgeon removed the hardware, 6 screws, 2 level plate, and revised the pt to a spacer, plate and four screws. There were no pt complications. This is 1 of 7 reports.

Event description:
Surgeon removed the hardware, 6 screws, 2 level plate, 6 locking screws and revised the patient to a spacer, plate and four screws. Complaint was updated to reflect additional locking screws added to complaint event, in addition, one screw was not returned for evaluation. This is 1 of 13 reports.

Manufacturer narrative:
A manufacturing evaluation was conducted. The part was received with no visible damages. The relevant dimensions of the bushings were measured and no discrepancy was found, all passed. The cause of the complaint condition cannot be determined.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system